Event description:
According to the reporter: previous firings resulted in malformed staples. After the 4th firing, lung parenchyma was torn. The tissue was over sewn and the procedure was completed.

Manufacturer narrative:
Initial report sent to FDA on 09/15/2009.